Event description:
It was reported that during a routine device change out, externalized conductors was observed. The lead exhibited normal electrical function and remains implanted. Patient condition is normal.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.